Manufacturer narrative:
Device evaluation summary: deformation was evident to both the transition shaft and the guidewire entry port. Bunching was evident to the distal shaft. The stent was positioned on the balloon between the markerbands as per specifications. Misalignment of stent struts was evident to the distal stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 100% chronic total occlusion located in the ostium right posterior descending (r-pda) artery. The resolute integrity device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent failed to cross the lesion due to excessive calcification and in-stent restenosis of a non-medtronic stent. It was stated that physician thinks the event was caused by the lesion morphology. The patient was reported to be alive with no injury.